Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead fractured. The detections were turned off. A replacement procedure was planned. The lead remains in use. It was also reported by the patient that they were concerned because the alert was still going off every 4 hours since the detections were turned off on the implantable cardioverter defibrillator (ICD) device. The device remain in use. No patient complications have been reported as a result of this event.